Event description:
It was reported that the magazine on the very thick antrum fabric was used a gst60t with gore staple seam coating. The stapler audibly struggled significantly and threatened to stop. After the 2nd magazine with gst60g, the stacker would not fit through a 12-gauge trocar because the pressure plate was deformed. Therefore, a 2nd psee60a had to be added. The clamp seam seemed to be ok when gauging. Procedure finished. No patient consequences reported. No further information is available

Manufacturer narrative:
(B)(4) batch # 741a90. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc). After consultation with the customer, the patient is doing well and had no complications and has already been discharged. According to the customer, this was a first time occurrence and he assumes a material defect. Additional information: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. Upon visual inspection of the photo, jaws of two devices were observed. One of the jaws appears to be bent outwards. Based on the photo the event described can be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2022. Batch # 741a90. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60t reload present. The reload was received fully fired. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.